Manufacturer narrative:
Customer reported that the original patient sample tubes had a "jelly like" fibrin clot. Evidence suggests that the erroneous result was caused by pre-analytical errors in the handling of patient samples. Service was dispatched and instrument was verified to be running per specifications.

Event description:
Customer reported multiple erroneous results low for one patient sample. Customer stated that magnesium (mg) was administered to patient due to low results reported. There was no harm to patient due to treatment. Quality control results were within specification before and after the patient sample was run.